Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Phone number: (B)(6). Foreign (china). The blade was returned with the outer package opened, but the inner packaging was still sealed with the blade inside. Visual inspection confirmed the outer packaging had a small perforation that went all the way through to the inner packaging and compromised the sterilization of the product. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the sterile package was broken at the distributor. There was no patient involvement and no impact to patient and/ or user. Due diligence information complete. No additional event information available. During evaluation, it was discovered that the outer packaging had a small perforation that went all the way through to the inner packaging and compromised the sterilization of the product.